Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens (lal, (B)(6) +20.5d) was implanted in the eye backwards during cataract surgery. The lens was flipped to the correct orientation during the same surgery. A small hemorrhage was observed after flipping the lens that stopped quickly.